Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found a dent on the shaft. The unit was actuated, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. The root cause of the improper clip loading and incomplete clip closure was likely that the clips attempted to load into the jaws while the jaw was located on a vessel/structure. This type of technique can cause the clip to short feed, not reaching its desired end location, therefore, incomplete clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole- "clips were not loading on to jaws properly. Feeder was extending out underneath clips rather than pushing them on jaws. Clips would not close properly." Patient status: unknown.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.